Event description:
Boston scientific crm received information that this device was unable to be interrogated while in a follow up appointment. An EKG was done to confirm therapy with a magnet rate of 96 bpm and the patient was sent home. Boston scientific technical services was consulted and stated that magnet rate does not fit with this device, and that the next time the patient is in, they should try a st jude magnet to see if the patient had a device change out that they were unaware of. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.